Event description:
Potential for injury associated with the frayed joystick cable on the tdxsiv-2 power chair. This event could cause a disconnection and the potential for the end user to become stranded.